Manufacturer narrative:
Customer discarded the device.

Event description:
The user facility reported that the device stopped working in the middle of a procedure. The collected blood was re infused without any problems. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.